Event description:
Patient states issue with pw unit - states the issue started happening after they put a new kit on the system. Rep offered to ts - unit passed ts, but they mentioned their concern is over the wicks. Rep discussed ts wicks, went over and cleaning/ disinfecting the parts. Used with female wicks. No additional information provided.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states issue with purewick unit - states the issue started happening after they put a new kit on the system. Rep offered to toubleshoot - unit passed, but they mentioned their concern is over the wicks. Rep discussed toubleshooting wicks, went over and cleaning/disinfecting the parts. It was used with female wicks. No additional information provided.

Manufacturer narrative:
Upon further review, it has been determined that this is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction- h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient states issue with pw unit - states the issue started happening after they put a new kit on the system. Rep offered to ts - unit passed ts, but they mentioned their concern is over the wicks. Rep discussed ts wicks, went over and cleaning/ disinfecting the parts. It was used with female wicks. No additional information provided.